Event description:
It was reported that there was a microdislodgement of the rv (right ventricular) lead. The lead was successfully repositioned and remains in use. No patient complications have been reported as a result of this event. The patient was noted to be part of the (B)(4) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-45 implantable pacing lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.